Manufacturer narrative:
No device has been returned, customer did not provide batch number for evaluation purposes. No device has been returned, customer did not provide batch number for evaluation purposes. Customer indicated that there would be a device returned for investigation analysis, to date no device has been received. A review of the device history records and quality records associated with this device could not be reviewed as the user did not provide a batch number associated with this event.

Event description:
It was reported that during a procedure using an ambient super turbovac 90 ifs wand, the wand did not perform. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.